Event description:
During a follow-up visit, interrogation of the associated ICD identified abnormal/low impedance measurements (<200ohms) associated to the rv defibrillation coil and pacing impedance. During this follow-up, the warning message, "suspected abnormal ventricular lead impedance on (B)(6) 2012" was displayed. When the impedance measurements were first made, the rv lead impedance was under 200 ohms, while the rv defibrillation coil impedance was around 400ohms. A second measurement was made, and the rv lead impedance was around 400ohms, while the rv defibrillation coil impedance was under 200ohms. A third measurement was made, and the values from the first measurement were duplicated. The fourth measurement revealed normal values, as reported. Review of the ICD memory by the physician revealed 95 episodes of noise sensing in the ventricular channel, and shock therapy was delivered one time. Lead replacement is being planned by the physician.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.